Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 406 mg/dl. The customer also reported that they had site issues. The customer's blood glucose was 179 mg/dl at the time of incident. The customer stated that the blood glucose was 183 mg/dl to call and went up to 406 mg/dl. The customer stated that they treated the high blood glucose with manual injection. The customer reported that the site was painful. The insulin pump will not be returned for analysis.